Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that there are "many many many more people" dealing with defective devices. No symptoms were reported.